Event description:
Since implant, the patient had to use a catheter three times a day. This resulted in monthly urinary tract infections. Antibiotics were administered. The patient outcome was reported as "no injury".